Manufacturer narrative:
Method: the affected lenses were returned and inspected. No defects were found. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. Investigations into this incident have not, up to this point, been able to identify a specific root cause. Mfg records relating to the batch of contact lenses in question have been reviewed and no quality issues have been identified. This case is reported as a corneal ulcer with treatment. No permanent damage or loss of visual acuity has been reported. Should add'l info be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.

Event description:
Pt was dispensed biofinity toric lenses on (B)(6), 2010. Pt wore the lenses for one day and one night. On (B)(6), pt woke up with a red and sore eye after wearing lenses overnight. Pt removed lenses and has not worn them since. On (B)(6), pt was diagnosed with minor keratitis, an ulcer, edema and lustre in the left eye. Lens wear was temporarily discontinued from (B)(4). Pt was treated with cyclopentolate, garamycin, and spersadex with kloramfenikol. Pt has returned to daily disposables.